Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited noise. The lead was capped and replaced successfully on (B)(6) 2016. There were no patient symptoms reported.. Patient is doing well and would continue to be monitored.